Event description:
It was reported that the patient was experiencing pain at the battery site and inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(6), batch: (B)(6).